Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that after implantation, the hakim programmable valve was unable to be programmed and was revised. The valve was implanted to the patient via lp-shunt with unknown initial settings. The patient was treated in the emergency room and dysbasia was confirmed. Dysbasia, difficulty walking, typically due to a disorder of the nervous system. The setting of the valve was changed, but the shunt did not function and a revision surgery was performed. The setting of previous valve was 150mmh2o at the time and the new valve (lp-2007 ) is 160mmh2o. The patient is recovering well. The patient has no primary disease, and the valve was implanted due to idiopathic normal pressure hydrocephalus. The csf protein level was within the range. No permeation of blood or debris to the cerebrospinal fluid was confirmed. The product will be returned to your site.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 140mmh20. The valve was visually inspected; biological debris was noted on the cam mechanism. The valve was tested for programming and failed the test. The cam mechanism did not move during the programming process. The silicone was but just before the cam mechanism. The cam mechanism was moved. The valve was retested for programming and failed. The valve was dismantled and was examined under microscope at appropriate magnification. The cam magnets were controlled and the magnets failed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was confirmed. The root cause for the programming problem is likely due to the biological debris and the magnet knockdown. The abnormal polarization of the valve magnets was likely caused by exposure to a too strong magnetic field. The risk associated with magnetic knockdown with chpv when exposed to 3t magnetic resonance imaging has been previously investigated. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.